Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported, via a government agency, that six ophthalmic suture needles from the same batch were blunt and required additional force to puncture the conjunctival tissue, making the procedure difficult for the surgeon. The surgery was completed on the same day but took longer than expected due to the issue with the sutures, and additional sutures were required to close the incision. There was no patient harm. This report pertains to two of two patients from the same facility.